Event description:
A physician deployed a complete self expanding (se) stent to treat a lesion in a patient reported to be in the sfa with 100% stenosis and moderate calcification. It was reported that on removal of the delivery system, the catheter caught on the distal edge of the deployed stent and the stent ended up inverted. The physician was able to remove the catheter and attempted to post dilate the distal portion of the stent to see if the stent would go back to its intended position, however, this was unsuccessful and the area was covered with a non-medtronic stent graft. No issues were noted prior to use or prior to stent deployment. Patient is reported to be fine, no other clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: no results available since no evaluation performed (device or procedural images not returned for evaluation). Conclusion: unapproved use of device (device was used in the sfa; device is approved for the iliac and biliary only); unable to confirm complaint (device or procedural images not returned for evaluation). (B)(4).